Event description:
Break distal to the wing right at the tubing. Hooked up to pump at about 270 cc/hour. Catheter had been in 1-2 days before break occurred. It is unk what was being infused.

Manufacturer narrative:
Product implicated is 3 french catheter with guidewire. Returned for eval is catheter, which measures 69cm overall. Lot history review indicates no related component or mfg issues and one product complaint of similar nature, also reported by this customer, which was recorded as inconclusive-no product returned. T-lock extenstion set and guidewire are still in place. There is no dried blood on catheter. However, there are spots of dried white precipitate on catheter hub and t-lock extension set which appear to be dried spots of saline. Catheter assembly is bent 40cm, 41.5cm, and 53.5 from proximal end. It is not clear whether these bends occurred prior to shipping product to MFR for eval. Catheter was pressurized with 6cc syringe and colored water by occluding distal end of tubing with padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40 psi and catheter could not be made to leak. Catheter flushes and aspirates normally. Catheter is in one piece. This does not appear to be product sample which was reported as broken at hub. Complaint of breakage is unconfirmed since catheter is still in one piece.